Event description:
The spike cap detached from the drip chamber and saline leakage was indentified. No harm was caused to the patient.

Manufacturer narrative:
Results - one adset assembly, one dt-nn, one 5cc syringe with touchguard and one clear, 48 inches pressure tubing were received for analysis. Visual observation on the returned adset showed that the spike was detached from the drip chamber upon receipt. Conclusions - the cause of the spike detaching from the drip chamber may be due to the manufacturing process at the supplier location or the user may have held the drip chamber incorrectly, causing it to detach when inserting it into the saline bag during application. An engineering study has been initiated and neccessary actions will be taken when required. The user is also recommended to hold around the cap of the spike and not hold the chamber of the adset when inserting the spike into the saline bag during application. This will help in preventing the spike detaching from the dripchamber.